Event description:
After cataract removal and iol(intraocular lens) insertion, the surgeon noticed that the lens had a central scratch in the line of vision. Iol implant was a johnson & johnson preloaded lens dib00 24.0, sn# (B)(6). Due to the damage, the lens was removed by the surgeon and a new lens was inserted.